Event description:
The hcp reported via outcomes registry that the patient expired due to illness. The cause of death was reportedly unrelated to the implanted device, however, no specific details of the illness were reported. The drugs used in the pump are morphine sulfate 0.6 mg/ml, bupivicaine 6.9 mg/ml, and droperidol 125.0 ug/ml. It is unk if the device was explanted.